Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-09. H6: investigation summary customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle blocked.